Event description:
During a laparoscopic appendectomy procedure, the device stopped working. Could not troubleshoot and fix. Additionally the device started hissing before the error code came up. There was no reported patient consequence. It is unknown how the case was completed.